Manufacturer narrative:
H.6. Investigation summary: two photos of a 5ml syringe in a fully sealed blister pack from batch 8267586 (p/n 309646) were received and evaluated. It was observed the syringe inside the package had no scale markings present. The missing scale was rejectable per product specification. Machine logs indicate there were marker issues during the manufacture of this batch. Potential root cause for the missing scale defect is associated with the marking process. It is possible the reported barrel jams at the marker caused a barrel to miss the dial and fall onto the conveyor. No corrective actions are necessary based on the defective rate identified. Batch 8267586 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It has been reported that the syringe 5ml ll sp125 has been found missing scale markings before use. The following has been provided by the initial reporter: it was reported that syringes are missing scale markings. Per customer email: syringes with no measurement markings.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 5ml ll sp125 has been found missing scale markings before use. The following has been provided by the initial reporter: it was reported that syringes are missing scale markings. Per customer email: syringes with no measurement markings.